Event description:
Surgeon reported to bfarm: "excessive inlay wear of an acetabular inlay 4.5 months after initial implantation."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for examination. Visual inspection of the implant found the device in worn at the edge and has four ard tabs broken off. The broken pieces were not returned. The device condition indicates excessive load from the femoral head and weight of the patient, which could cause the ard tabs to beak and disassociate the liner, causing the edge wear condition present on the device. Without x-ray evidence, a definitive potential cause could not be stablished. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 09/13/2021. 3) any anomalies or deviations identified in DHR: based on the DHR report, no no-conformances were identified. 4) expiry date: 08/2026. 5) IFU reference: 090200791 rev. S .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Visual inspection of the implant found the device in worn at the edge and has four ard tabs broken off. The broken pieces were not returned. The device condition indicates excessive load from the femoral head and weight of the patient, which could cause the ard tabs to beak and disassociate the liner, causing the edge wear condition present on the device. Without x-ray evidence, a definitive potential cause could not be stablished. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 09/13/2021. 3) any anomalies or deviations identified in DHR: based on the DHR report, no no-conformances were identified. 4) expiry date: 08/2026. 5) IFU reference: 090200791 rev. S.